Manufacturer narrative:
05/20/2025 - the returned lead was inspected and analyzed. Visual inspection of the lead stretched out electrode coils approximately 590-605 millimeters (mm) from the terminal end. Further, unintended use error caused or contributed to event was selected based on the analysis finding of induced damage. Rtampos,

Event description:
It was reported that the brady lead was attempted due to physician was unable to get the lead into the introducer and noticed some separation within the defibrillation coil. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that the brady lead was attempted due to physician was unable to get the lead into the introducer and noticed some separation within the defibrillation coil. A new lead was implanted. No adverse patient effects were reported.